Manufacturer narrative:
Device manufacture date: the incorrect product information was inadvertently put on the initial report.

Event description:
Additional information was received that the handheld and flashcard were returned to the manufacturer for evaluation. No anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was performed on the returned flashcard and the reported allegation was verified. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. The handheld serial cable was returned for analysis. Analysis of the serial cable was completed on 06/24/2014. During the analysis it was identified that the serial cable had an open electrical connection in the power plug wire. The cause for the open connection is unknown and could not be identified during the analysis. This was captured on manufacturer report # 1644487-2014-01349.

Event description:
It was reported that the surgeon¿s handheld device would not power on when the surgeon was in the or. When not in use, the handheld device remained plugged in to the power adaptor to charge the device. The lock switch and battery hatch were confirmed not to be the source of the issue. The handheld device has not been returned to date.